Event description:
It was reported multiple ext set w/macrobore 2vps y-conn sets had blockage issues. The following information was provided by the initial reporter: "we are experiencing the second line on the bd smart site exension set. As closed and we cannot push through fluids. I have multiple samples of this product."

Manufacturer narrative:
H6: investigation summary: two samples (model #20159e) were returned by the customer. It was reported that the second line is closed and fluids cannot be pushed through. Each model #20159 set has two smartsite injection ports. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. Each injection port was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. Each injection port was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. In one set, the fluid paths of both injection ports were open and were able to be flushed. The failure was unable to be replicated in this sample. In the other returned set, the fluid path of one injection port was open and able to be flushed, while the other injection port was not open and was unable to be flushed. The customer complaint can be verified in this sample. A device history record review for model 20159e lot number 21039822 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31mar2021. There was one quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported multiple ext set w/macrobore 2vps y-conn sets had blockage issues. The following information was provided by the initial reporter: "we are experiencing the second line on the bd smart site exension set... As closed and we cannot push through fluids. I have multiple samples of this product."